Event description:
Patient had several aborted episodes and one therapy. Egms revealed noise on the lead. The noise was not reproducible. It was also stated that the patient notifier was activated for ventricular pacing lead impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.